Event description:
It was reported that the keypad on the customer's insulin pump was not responding and she received a battery out limit alarm. It was stated the insulin pump may have gotten wet. The battery out limit alarm could not be cleared, due to the keypad issue. The customer's blood glucose was 88 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Battery out limit alarm was not verified due to unresponsive button. No moisture damage on electronics noted. The device had minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.